Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received loosened in a backward position. The annulus was noticed to be damaged, not rounded and flared. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and reported fractured wire. The guidewire used in the procedure was not returned for product analysis, so functional testing was completed with a test rotawire. An attempt to insert the guidewire into the burr was made; however, due to the damaged annulus the guidewire was unable to be inserted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04849. It was reported that the rotawire broke off. A 1.50 mm rotalink¿ plus along with a rotawire were selected for use. During preparation, it was noticed that the wire became bound on the burr and broke off. The procedure was completed with a different device. No patient complications were reported.